Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power loss alarm, low battery alarm and power error alarm were confirmed in the long trace file. Power loss alarm occurred after the power error alarm was cleared. Detail trace analysis confirmed the insulin pump alarmed low battery and then alarmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was monitored for several days and no unexpected powering off or blank display noted. Verified the battery tube power connector was properly connected to connector board during visual inspection. The insulin pump was received with scratched case, serial number label missing, pillowing keypad overlay, and minor scratched lcd window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump received power error detected, blank display, low battery alarm and power loss alarm. The customer¿s blood glucose level was 253 mg/dl. The customer states they got power error detected. The customer's mother was assisted with troubleshoot. The customer reported that the insulin pump alarmed power loss. The product was returned for analysis.